Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 to report missing sensor wire on (B)(6) 2014. Patient's father reported that upon removal of sensor pod, he was unable to locate sensor wire. Patient's father did not report any injury or medical intervention at the time of contact with dexcom technical support.